Manufacturer narrative:
Device evaluation: the motor device was received for evaluation. Reliability engineering evaluated the device the reported condition was duplicated and confirmed. Evidence indicated this was due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
Report received from the USA stating that the device had a "hole in the hose" discovered in a tempano ear surgery. There was no delay in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).